Event description:
"The atrial lead has a known issue with noise. We clearly see noise on the carelink attached. We also see oversensing on the rv lead." Leads manufactured by lntermedics. Case: /sr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).